Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that soon after being implanted in (B)(6) 2019, the patient experienced pain at implant site, difficulty moving for 3 weeks. The patient stated in (B)(6), the implant started to heal outside of her skin. Patient stated she had a revision done last month, and she was still healing from the procedure. The patient noted that the swelling was mostly down, the skin was raised a little bit and the implant site was red but noted this was "nothing abnormal". The patient inquired about how to recharge the ins. Patient confirmed she was able to get recharging excellent on her screen to charge. No further complications were reported/anticipated.